Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes with moisture) issue. The reporter alleged the audio bolus button was under responsive and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the audio bolus button was intact and responsive to user input. The alleged audio bolus button tactile change/unresponsive allegation was unable to be duplicated during testing. Unrelated to the original complaint, a leak was found in the pump case with moisture on the display and transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.